Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. Visual examination did not reveal any damage to the handle assembly, driveshaft, or crown. Corrosion, which was caused by moisture ingress, was observed on an internal component. The exact cause of the fluid ingress could not be determined. Functional testing did not replicate the reported issue. However, if saline ingress occurred during the procedure, then the start switch could have malfunctioned. At the conclusion of the device analysis investigation, the reported event (that the oad would not turn off when prompted) was confirmed. The device history record for this device lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event and the device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID: (B)(4).

Event description:
Following several treatment passes, the on/off button of the diamondback pluto orbital atherectomy device (oad) became stuck in the on position several times. The oad was unplugged from the pump, and it turned off. When the oad was plugged back into the pump, the device turned back on. Power cycling the pump did not resolve the issue. The oad was removed, and a second oad was used to complete the procedure without major delay. The results of the procedure were described as "great."